Manufacturer narrative:
A definitive root cause could not be determined. The patient was not harmed by any action taken.

Event description:
The customer received a questionable free thyroxine (ft4) result on their e601 analyzer. The patient's initial ft4 result was 78 pmol/l. The initial result was not reported to the physician because it was not validated. On (B)(6) 2012, the sample was repeated because of the high initial value and the result was 18.8 pmol/l. The result was considered suitable to the patient's condition and was reported outside the laboratory. The patient was not harmed by any actions taken, but it is unknown if there were any other adverse events. The ft4 reagent lot number was 166498 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).